Manufacturer narrative:
(B)(4). Date sent: 6/19/2025. Additional information was requested, and the following was obtained: were any staples delivered into the tissue at all? No as the stapler locked out. What was the appearance of the deployed staples. (B-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line (staples not present/visible on any portion of the staple line)? If no, did the device cut the tissue? Was there a patient consequence? If yes, how was the issue addressed? New stapler was opened.

Manufacturer narrative:
(B)(4). Date sent 6/10/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were any staples delivered into the tissue at all? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line (staples not present/visible on any portion of the staple line)? If no, did the device cut the tissue? Was there a patient consequence? If yes, how was the issue addressed? No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the stapler divided but didn¿t fire staples to connect bowel loops. There were no patient consequences.